Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration, dose, and lot number) in an implantable pump for intractable spasticity. The patient recently had a cerebrospinal fluid (csf) sample tested through the shunt and the results were normal. The hcp attempted to aspirate the catheter on (B)(6)-2016 and got minimal fluid. The fluid was sent for analysis and results were positive for infection. It was unknown if the infection was related to the device. The patient had a history of meningitis and was "very sick" for reasons unrelated to the pump. The hcp was addressing the patient situation. The hcp was considering programming the pump off with password until the system could be removed. Treatment was ongoing. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.